Event description:
On (B)(6) 2024, dr. ((B)(6)) reported to cas that they had two instances of a capsular tear in the last year, procedure ID # (B)(6) on (B)(6) 2024 and procedure ID # (B)(6) on (B)(6) 2024.

Manufacturer narrative:
Review of both cases showed that capsulotomy treatment successfully completed without incident. Laser functioned as designed. No further clinical follow up was required.